Manufacturer narrative:
Additional information: h6, h11 . H11: the device was not received or evaluated on site. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The access pressure alarm that occurred during use of the prismax machine is an alarm that prevents the automated blood return procedure; however, the machine operator¿s manual indicates that treatment can be terminated manually at any time in order to prevent patient blood loss. Alarm situations would only result in a delay in therapy and are intended to notify the user of conditions with the machine or setup. This is not likely to cause or contribute to a death or a serious injury. There is no investigation information available to indicate that a machine malfunction contributed to patient blood loss. The cause of the condition was determined to be related to clinical determination or unintended use error. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was treated with continuous renal replacement therapy (crrt) using a prismax machine. It was reported that the prismax machine did not allow blood to be returned to the patient on two (2) occasions after alarms were generated. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.